Event description:
A (B)(6) customer received a control reading of 8.0mmol/l the meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the control solution for evaluation. New meter, strips and control were sent to her.